Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a possible infection. The patient had redness at their implant pocket site and the healthcare provider prescribed antibiotics. It was noted that the site was not tender but remained red. The rep reported they were unsure of the contributing factors to the redness. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the infection has not been confirmed and the physician had the patient on antibiotics now. The physician will be monitoring the patient, and there was no additional information at the time of the report. No further complications were reported.